Event description:
Complainant alleged that during the incoming inspection of the device, "defib fault 80" and "defib fault 108" message were observed. The complainant indicated that there was no patient involvement in the reported malfunction.